Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the additional non-reportable findings were as follows: the air/water cylinder had no color, the suction cylinder had no color, due to adhesive peeling on bending section cover, the insulation resistance value at distal end did not meet the standard value, the adhesive on bending section cover had a crack, the distal end was shaved, the distal end had residual liquid, due to annual inspection, the adhesive around light guide lens had a crack, and the adhesive around objective lens had a crack. It is most likely that the reported issue was likely a result of wear and tear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, evis exera iii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that a foreign material was found on the distal end. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The facility's clean, disinfect and sterilize (cds), reprocessing information and survey results regarding foreign matter were noted below : the device was cleaned, disinfected, and sterilized per the user's manual before requesting repair. There was no delay to the start of pre-cleaning or manual cleaning which was done properly. There was no malfunction of the accessories used for reprocessing observed. The facility uses dialzima super detergent in the manual cleaning process. The surface of the scope was cleaned during pre-cleaning. The surface areas of the device scrubbed/brushed during the manual cleaning step. The facility provided the disinfection slip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reprocessing steps at the material residue point were not deviated from the instruction manual. Additionally, there was no physical damage was confirmed at the place where the foreign material remained. The root cause of the reported events is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.